Event description:
It was reported that stent dislodgment occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the right coronary artery (rca). A 2.50x20mm promus element ¿ drug-eluting stent was selected for use and advanced to treat the lesion. However, the stent separated from the balloon before implantation. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: a detached stent was returned to the cis for analysis. The stent delivery system was not received for analysis. The stent was badly stretched and distorted across its entire length. The stent measured 36mm in length. This damage is consistent with the stent meeting a resistance or an obstruction. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent dislodgment occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the right coronary artery (rca). A 2.50x20mm promus element ¿ drug-eluting stent was selected for use and advanced to treat the lesion. However, the stent separated from the balloon before implantation. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).